Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery that was a chronic total occlusion. The nc trek rx 3.5 x 12 mm balloon dilatation catheter was prepped according to the instructions for use but ruptured at 30 atmospheres. During removal, a piece of the balloon became stuck in the non-specified implanted stent down in the artery. There was no reported resistance during advancement or removal. Patient was sent to surgery at (B)(6) medical center to retrieve the separated balloon. The final patient outcome is unknown. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it was reported the device was inflated above rated burst pressure (against instructions for use) causing the reported material rupture. During removal the device interacted with the previously deployed stent and a piece of the balloon became stuck with the stent causing the reported difficulty to remove and detachment of a device component with the patient effect of removal of a foreign object. There is no indication of a product quality issue with respect to manufacture, design or labeling.